Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of approximately eight (8) years due to high gradients (mean gradient of 46 mmhg) secondary to an initial thrombus that has evolved during this time leading to a less effective valve. As per image evaluation, also heavy host tissue was found. The patient was experiencing shortness of breath and dizziness and after echo follow up. Gradients suggested severe aortic stenosis. A 23mm inspiris resilia valve was successfully implanted in replacement. The patient was discharged home.

Manufacturer narrative:
Pictures were provided. As per image evaluation, customer report of high gradients was unable to be confirmed through image evaluation. Customer report of thrombus was confirmed through evaluation of the images provided. Two (2) color pictures were provided. Pictures showed the outflow and inflow aspect of an explanted valve. Thrombus-like material was visible on one leaflet on the outflow aspect. Moderate host tissue overgrowth was visible on the stent circumference and appeared to fused two leaflets partially at one commissure on the outflow aspect. Heavy host tissue overgrowth was also observed on the inflow aspect of the valve, encroached onto the tissue of two leaflets and extending into the valve orifice. Sewing ring was observed to be cut off and metal band was exposed all around the valve. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of approximately eight (8) years due to high gradients (mean gradient of 46 mmhg) secondary to an initial thrombus that has evolved during this time leading to a less effective valve. The patient was symptomatic before the explant procedure. An inspiris resilia valve model 11500a23 was successfully implanted in replacement. The patient was discharged home. The implant duration is known only as "8 years". Therefore, (B)(6) 2014 is being used as the implant date. Pictures were provided.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted from the aortic position after an implant duration of approximately eight (8) years due to high gradients (mean gradient of 46 mmhg) secondary to an initial thrombus that has evolved during this time leading to a less effective valve. The patient was experiencing shortness of breath and dizziness and after checkup at doctor he was sent for echo follow up. Gradients suggested severe aortic stenosis. An inspiris resilia valve model 11500a23 was successfully implanted in replacement. The patient was discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b4 (date of this report), g3 (date received by manufacturer) and h6 (health effect - clinical code). Added information to b5 (describe event or problem). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.